Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 4624 - surgical intervention, 4614 - serious injury/ illness/ impairment, 4621 - recognised device or procedural complication, and 4607 - hospitalization or prolonged hospitalization rather than 4624 - surgical intervention, 4614 - serious injury/ illness/ impairment, 4621 - recognised device or procedural complication only.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2024 [related manufacturer report number: 3006705815-2024-04358], a dural tear occurred which was repaired by the surgeon using blue glue during the same surgical procedure. The patient was admitted for observation despite the absence of any headaches or csf leak symptoms. In a most recent update, the patient was discharged without symptoms.